Event description:
Customer reportedly obtained results of 10mmol/l, 10.4mmol/l, 20mmol/l, 9.5mmol/l, and 11.7mmol/l on the advantage system within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.